Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: on (B)(6) 2008, the patient underwent a MRI of lumbar spine without contrast with indications of back pain radiating to the left leg. Conclusion: overall, no significant change compared with (B)(6) 2006. Stable central disc protrusion at l4-l5 with a broad-based disc bulge and mild loss of disc height. No evidence of spinal stenosis or significant foraminal narrowing. On (B)(6) 2008, the patient presented for pre-op checkup. The x-rays were reviewed which evaluated the pedicles at 4-5 and the disk space at 4-5. On (B)(6) 2008, the patient underwent a pre-op physical checkup. Impression: low back and intermittent left leg pain secondary to discogenic pain with l5 radiculitis. The patient underwent a surgery with diagnosis of chronic intractable back pain secondary to discogenic disease with segmental instability l4-5. Procedure: decompressive hemilaminectomy with facetectomy of l4 for decompression of the l4 and l5 nerve root complex with complete discectomy. Anterior inter-body fusion utilizing transforaminal lumbar inter-body fusion (tlif) capstone. Posterior lateral fusion l4-l5. Segmental stabilization with spire plate l4-5. Intraoperative c-arm fluoroscopy. Per op-notes, bridging veins were coagulated and incised. This allowed the l5 nerve root to be retracted and protected medially. The annulus of the disc was incised and with curets and pituitary rongeurs, complete discectomy was performed. Rasp rongeurs were used to resect the endplates and to roughen up the bone edges, several capstone trials were utilized under fluoroscope and eventually a 10 x 26 mm capstone was chosen. This was packer with bone morphogenic protein. All bone obtained from the decompression was then packer into the disc space and the 10 x 26 mm capstone was then placed under fluoroscopic guidance into the disc at 4-5 and extended across the midline. Final x-rays were obtained. Because there was no gross instability, it was elected to stabilizer the construct with a spire plate. A small incision was made in the inter-spinous ligament, and one half of the spire plate was placed. The wilson frame was then placed into neutral from flexion, and the second part of spire plate was placed. It was clamped to the spinous process of l4 and l5 and then secured with the locking screw. The lateral recesses were then explored. All soft tissue was removed. The transverse process and lateral masses of l4 and ls were decorticated with the high-speed air drill. Residual bone and bone morphogenic protein was packed posterior laterally bilaterally no patient complications. On (B)(6) 2008, the patient was discharged with diagnosis of discogenic back pain with segmental instability l4-5. On (B)(6) 2008, the patient presented for follow-up with complaint of severe muscle spasm and some aching in the legs. The ap, lateral and coned lateral views of x-rays were reviewed and showed satisfactory position of the spire plate and the capstone device at 4-5. On (B)(6) 2008, the patient presented for follow-up. On (B)(6) 2008, the patient presented with follow-up with complaints of moderate back pain and stiffness. The x-rays were reviewed and showed early progression of the fusion at 4-5. On (B)(6) 2008, the patient presented for follow-up with complaints of increasing back pain and muscle spasm and had local tenderness over the si joints. X-rays were obtained and showed procession of the fusion at 4-5 but no change in midline. On (B)(6) 2009, the patient presented for follow-up with complaint of severe intractable back pin. X-rays were done and reviewed and showed no change from the previous study. On (B)(6) 2009, the patient underwent MRI of lumbar spine without and with contrast. Impression: postoperative changes are depicted at the l4-l5 level, as above, without evidence for recurrent disc herniation. Relatively extensive increased t2-weighted signal and enhancement effaces a large portion of both the l4 and l5 vertebral bodies about the l4-l5 intervertebral disc space. Although these changes could reflect enhancing postoperative granulation tissue and/or vascular scar tissue, an osteomyelitis, although less likely, cannot be entirely excluded. Clinical correlation in that regard is recommended with followup MRI imaging if clinically warranted. Residual disc bulging at the l4-l5 level and mild facet joint degenerative arthropathy results in mild narrowing of the right lateral recess. There is additional mild l5-s1 facet joint degenerative arthropathy. On (B)(6) 2009, the patient presented for a follow-up with complications of chronic intractable back pain. The MRI of the patient was reviewed and showed signal in the disk space and in the bone margins at the 4-5 level but no pannus formation and once again her cbc was 14 and her sed rate was 1. On (B)(6) 2009, the patient presented for a follow-up with complications of chronic intractable back pain while sitting and lying. The MRI was reviewed and showed end plate edema, but the lab is not consistent with infection. There is bone growing posterolaterally. On (B)(6) 2009, the patient underwent a CT scan of the lumbar spine without contrast due to persistant back and leg pain. Impression: postoperative change at l4-l5. There is bulging causing mild bilateral foraminal narrowing. At l5-s1 there is also some facet arthropathy causing mild foraminal narrowing. On (B)(6) 2009, the patient presented for a follow-up with complaints of persistent back pain. The CT scan was reviewed and showed early progression of the fusion across the disk space. There is still some facet hypertrophy and no nerve root compression. On (B)(6) 2012, the patient underwent a CT scan of lumbar spine without contrast. Impressions: status post l4-l5 fusion similar to (B)(6) 2011. The x-stop device posteriorly is unchanged. Facet arthropathy at l5-s1 similar to the previous study. There may have been a previous right lateral fusion but no boy fusion is seen across the site. On (B)(6) 2012, the patient presented for consultation on left lower back and leg pain. The physical examination showed: spine: tenderness on palpation, lumbar para-spinal tenderness: taught muscle bands over lumbar para-spinal muscles, bilateral, lateral lumbar flexion limited rom bilaterally. Assessments: lumbar failed back syndrome -fusion l4-l5. Low back pain. Lumbar facet arthropathy. Cannabis abuse on (B)(6) 2012, the patient presented for followup. The physical examination showed: spine: tenderness on palpation, lumbar para-spinal tenderness: taught muscle bands over lumbar para-spinal muscles, bilateral, lateral lumbar flexion limited rom bilaterally. Assessments: lumbar failed back syndrome -fusion l4-l5. Low back pain. Lumbar facet arthropathy. On (B)(6) 2012 and (B)(6) 2013, the patient presented for follow-up with complaints of low back pain. Pain is aggravated by increased physical activity, repetitive movements, walking bending, standing and lifting assessments: lumbar failed back syndrome -fusion l4-l5. Low back pain. Lumbar facet arthropathy. Chronic pain syndrome. On (B)(6) 2013, the patient presented for follow-up with complaints of low back pain and muscle discomfort. Pain is aggravated by increased physical activity, repetitive movements, walking bending, standing and lifting assessments: lumbar failed back syndrome -fusion l4-l5. 2. Low back pain 3. Lumbar facet arthropathy. Chronic pain syndrome. On (B)(6) 2013, the patient presented for followup due to back pain, left thoracic pain that radiates around half way associated with a erythematous rash/ allodynia present ......shingles. The physical examination showed: spine: tenderness on palpation, lumbar para-spinal tenderness: taught muscle bands over lumbar para-spinal muscles, bilateral, lateral lumbar flexion limited rom bilaterally. Assessments: lumbar failed back syndrome -fusion l4-l5. Low back pain. Lumbar facet arthropathy. Chronic pain syndrome. Shingles left t7. Depression with anxiety. Therapeutic drug monitoring. On (B)(6) 2013, the patient presented for follow-up with complaints of low back pain and muscle discomfort. Pain is aggravated by increased physical activity, repetitive movements, walking bending, standing and lifting assessments: lumbar failed back syndrome -fusion l4-l5. Lowback pain. Lumbar facet arthropathy. Chronic pain syndrome. 5. Shingles left t7. Depression with anxiety. Therapeutic drug monitoring. On (B)(6) 2013, the patient presented for follow-up with complaints of low back pain and phn resolving. Assessments: lumbar failed back syndrome fusion l4-l5. Lowback pain. Lumbar facet arthropathy. Chronic pain syndrome. Shingles left t7. Therapeutic drug monitoring. On (B)(6) 2013, the patient presented for follow-up with complaints of low back pain and came positive for marijuana. Assessments: 1lumbar failed back syndrome -fusion l4-l5. Lowback pain. Lumbar facet arthropathy. Chronic pain syndrome. Shingles left t7. Depression with anxiety. Restless leg syndrome. Therapeutic drug monitoring. On (B)(6) 2013, the patient presented for follow-up with complaints of low back pain and leg pain left side. Assessments: lumbar failed back syndrome -fusion l4-l5. Lowback pain. Lumbar facet arthropathy. Chronic pain syndrome. Shingles left t7. Depression with anxiety. Restless leg syndrome. Therapeutic drug monitoring. On (B)(6) 2013, the patient presented for follow-up with complaints of low back pain, leg pain left side and restless leg. Assessments: lumbar failed back syndrome -fusion l4-l5. Lowback pain. Lumbar facet arthropathy. Chronic pain syndrome. Shingles left t7. Depression with anxiety. Restless leg syndrome. Therapeutic drug monitoring. On (B)(6) 2013, the patient presented for follow-up with complaints of low back pain and restless leg. Assessments: lumbar failed back syndrome -fusion l4-l5. Lowback pain. Lumbar facet arthropathy. Chronic pain syndrome. Shingles left t7. Depression with anxiety. Restless leg syndrome. Therapeutic drug monitoring. On (B)(6) 2013, (B)(6) 2014, the patient presented for a follow-up with complaint of back and leg pain. The physical examination showed: spine: tenderness on palpation, lumbar para-spinal tenderness: taught muscle bands over lumbar para-spinal muscles, bilateral, lateral lumbar flexion limited rom bilaterally. Assessments: lumbar failed back syndrome -fusion l4-l5. Lowback pain. Lumbar facet arthropathy. Chronic pain syndrome. Shingles left t7. Depression with anxiety. Restless leg syndrome. Therapeutic drug monitoring. On (B)(6) 2014, the patient presented for an office visit for pain management. On (B)(6) 2014, the patient underwent a CT scan for spine lumbar without contrast with indications of chronic back pain. Findings: mild decrease in height involving the posterior aspect of the l2-3 and l3-4 intervertebral discs consistent with degenerative disc disease. At l2-3 and l3-4 levels, there was small diffuse disc bulges without limiting central canal or foraminal stenosis. There is bone graft material within the narrowed intervertebral disc confluent with the adjacent endplates